Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has no display. There was no harm onsite reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that cs100 intra-aortic balloon pump (iabp) found display goes blank when switching the unit. Getinge field service engineer (fse) found that unit display was getting on. Problem arises could be due to moisture. Reconnected console to display cable connector. Then reconnected all connections of display and display board. Unit tested for more than 3 to 4 hrs and unit handover to customer in working satisfactory condition. No one was harmed onsite. Patient involvement unknown.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1(initial reporter and email), e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.